Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings:a review of the pump¿s black box and alarm history showed no evidence of loss of prime issues. During testing, the pump successfully completed the ez-prime steps without any loss of prime issues. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification. The pump cover was removed and there was no evidence of damage found to the force sensor circuit. The original complaint of a loss of prime issue was unable to be duplicated. Unrelated to the original complaint, the ok keypad button was found to be hypersensitive. The keypad cover was removed and the ok button contact was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (prime issue) issue. It was reported that an unspecified prime issue occurred. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.